Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced headache and dizziness with device use; however, the issue could not be resolved. The device was explanted (date not reported). There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
This report is filed october 21, 2014.